Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Myocardial infarction and shock are listed in the xience prime instructions for use (IFU), as known patient effects. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, additional information was received. During the procedure, the proximal circumflex artery abruptly closed due to plaque shift and the patient went into cardiogenic shock and cardiac arrest. Medications and transfusion were administered and cardiopulmonary resuscitation and extracorporeal membrane oxygenation was performed. Rewiring was performed and the vessel was re-opened. One day post procedure, cardiac enzymes were elevated. A myocardial infarction was diagnosed. No in-stent restenosis or thrombosis was noted. No additional information was provided.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 33 mm xience prime stent and a 4.0 x 28 mm xience v stent in the left main coronary artery and a 3.5 x 33 mm xience prime stent in the proximal left anterior descending artery. During the procedure, the proximal circumflex artery abruptly closed and the patient went into cardiogenic shock and cardiac arrest. Medications and transfusion were administered and cardiopulmonary resuscitation was performed. Rewiring was performed and the vessel was re-opened. One day post procedure, cardiac enzymes were elevated. A myocardial infarction was diagnosed. The patient enzyme elevation and myocardial infarction resolved on (B)(6) 2013. No additional information was provided.

Event description:
Subsequent to the supplemental medwatch report, additional information was received. The stents were implanted as follows: the 3.0 x 33 mm xience prime stent was implanted in the left main/proximal circumflex artery, the 4.0 x 28 mm xience v stent was implanted in the left main, and the 3.5 x 33 mm xience prime stent was implanted in the left main/proximal left anterior descending artery. During advancement of the 3.0 x 33 mm xience prime stent, difficulty was met. The stent delivery system was removed without difficulty and additional dilatation was performed. The 3.0 x 33 mm xience prime stent delivery system was re-advanced to the target lesion and was deployed without difficulty. On (B)(6) 2013, the patient was intubated due to respiratory failure. The cardiogenic shock and respiratory failure resolved on 10/30/2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Myocardial infarction and shock are listed in the instructions for use, as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.